Event description:
Technician alleged that the head of the bed will not raise. No patient impact.

Manufacturer narrative:
The technician replaced the head up valve and the cardio pulmonary resuscitation valve to resolve the issue.